Event description:
Additional information received reported that the infection was diagnosed ten days post-operative. It was noted that perioperative antibiotics were administered and that the patient did not have meningitis. It was further noted that the primary location of the infection was in the lead track. It was noted that the lead eroded through the skin and that the patient waited four days to notify health care professional (hcp). It was noted that the "signs and symptoms" of an infection was a culture. It was further noted that the culture source was device pocket and that the type of organism cultured was serratia. It was noted that the treatment instituted for the infection was total device system explant. It was further noted that the hcp recommended oral antibiotics but the patient refused. It was noted that the patient outcome was infection resolved.

Event description:
It was reported that the system was removed due to infection about one week prior to report. Additional information reported that a culture was done and that an infection was confirmed. It was noted that the location of the infection was on the patient's forehead. The reporter stated that the infection site "was at the lead site as this is where it eroded through." It was noted that the entire system was explanted and that the patient was not receiving therapy. The reporter stated that "patient was advised to take another type of antibiotic after the cultures were grown." It was noted that the patient refused to do this. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).